Manufacturer narrative:
Block d2b: product code: additional product code qon. Block d10: model number/catalog number: 1201, serial number: (B)(6), batch/lot number: al10012479, model/catalog description: tined lead, unique identifier (UDI) #: (B)(4). Block g4: premarket / 510(k) #: additional premarket / 510(k) # p190006.

Event description:
It was reported the patient experienced discomfort and occasional shock around their pocket site even after the stimulation being turned off. The plan was for the patient to see the implanting physician and receive an x-ray. The patient was contacted to confirm their stimulation was turned off all the way and the patient said the discomfort was a lot better but still had a slight shocking sensation. Also, the patient had a cyst removed on their l5-s1 a few weeks prior and has a history of nerve pain. The patient turned their stimulation on at a low setting to see how they feel. The patient also said they still felt discomfort with the stimulation off. The physician believed it could be from previous surgeries and nerve pain the patient had prior to the implant. Additionally, the patient was reprogrammed to see if it would help with their discomfort. The physician believed the patient was having sciatic nerve pain and the plan was to reposition the device if it persisted. After waiting for a medical clearance, the patient had surgery to explant their neurostimulator and tined lead.